Manufacturer narrative:
Flush failures were observed upon customer service review of the alinity logs and field service was dispatched. Service inspected the alinity I processing module ((B)(6)) and performed multiple troubleshooting procedures, including replacement of the valve, wash cup, all positions (a-30111660-01). Service determined the valve, wash cup, all positions (a-30111660-01). The likely cause for the issue. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending was reviewed and determined no trends were identified. The device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Patient identifier: sid (B)(6) (same patient, different collection dates). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3005094123-2021-00208 under a different suspect device.

Event description:
The customer observed a false positive alinity I total b-hcg result for a patient. The following data was provided: on (B)(6) 2021, sid (B)(6) = b-hcg = 4453.15 miu/ml. A new sample, sid (B)(6), was collected from the patient on (B)(6) 2021 and was tested on another analyzer twice and generated results of < 2.30 miu/ml. The customer retests the original sample on (B)(6) 2021 and generated a result of < 2.30 miu/ml. Other laboratory testing was performed on the 2 samples for tsh and generated results of 1.502 iu/ml and 1.877 iu/ml respectively. There was no impact to patient management reported.